Manufacturer narrative:
The investigation is ongoing. Conclusions will be provided in the final report.

Event description:
When the citadel plus bed frame was picked up the arjo service technician noticed that the bed was damaged. The left-hand foot-end siderail was detached from the frame, the right-hand foot-end siderail and the junction box were cracked. There was no indication that the patient was involved when issues occurred. No injury was reported.

Manufacturer narrative:
In the investigated complaint, there were no circumstances provided on how the equipment was damaged. However, it is believed, that the most likely scenario is that the side rail detached (screws holding the panel were ripped off) due to excessive external force applied. The arjo service technician reported that the other identified faults (cracked side rail and junction box) could occurred at the same time as the side rail detachment. Moreover, the left side of the bed looked like it got slammed into something. It is in line with the analysis conducted to the investigated issue that indicate that the side rail can be compromised by running into door frames, pillars, and other objects. This is likely exacerbated by use of the power drive system. According to instruction for use citadel plus (IFU, 831.374-en rev. 11): operation of side rails should be checked daily by the care giver. ¿warning: failure to carry out these checks, or continuing to use the product if fault is found, may compromise the safety of both the patient and care giver. Preventive maintenance can help to prevent accidents.¿ to sum up, the bed malfunctioned, one of the side rails was detached, the other was cracked and the junction box was cracked. Thus, the arjo device did not meet the specification. There is no indication that the bed was used with the patient when the failure occurred. No injury was reported. The complaint was assessed as reportable due to detachment of the side rail which can lead to a patient fall.